Manufacturer narrative:
Inratio precision data provided by end-user. 1st inr: 7.5; 2nd inr: 2.0; 3rd inr: 1.7; mean: 3.73; sd: 3.27; %cv: 87.47. Analysis of customer's data revealed that repeated inratio test result comparison did not meet precision criteria. Customer's results are considered discrepant beyond the context of the documented variability for inr testing. No product is expected to be returned. Retained strip testing from a previous case revealed that result comparisons met precision criteria. Investigation results from a previous case: donor 1: 1st inr: 3.1; 2nd inr: 3.1; 3rd inr: 3.0; mean: 3.07; sd: 0.06; %cv: 1.88. Donor 2: 2.5; 2.4; 2.4; 2.43; 0.06; 2.37. Since both donors are below 16% cv, strip lot #235739 met criteria for precision. No further investigation will be pursued at this time. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio: >7.5 (sn: (B)(4), technician 1), inratio: 2.0 (sn: (B)(4), technician 2), inratio: 1.7 (sn: (B)(4), technician 2). Pt's therapeutic range: 2-3 inr.